Event description:
The customer reported that during a laparoscopic hysterectomy a ligasure device fired when a laparoscopic instrument was in use. There were 3 devices in use, a ligasure (unknown ID and lot and discarded), laparoscopic reusable instrument and a covidien electrocautery pencil (unknown ID and lot and discarded). There was no injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.